Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. The tubing set was being used as a saline lock. It was reported that the tubing set was in use for less than six hours. The customer contact reported that a nurse connected an unspecified device to the clave port of the tubing set and flushed the tubing with an unspecified medication. At an unspecified time, the tubing separated from the clave port. An unspecified volume of blood loss was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.